Manufacturer narrative:
The device was manufactured from april 18, 2019 - april 21, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered after filling and removing the bags from the compounder. There was no patient involvement. No additional information is available.